Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. The machine system failed rite (returned instrument test/evaluation) testing due to a heater bag temperature failed performance specification- fluid delivered was out of specification. During further evaluation, it was determined that the failure occurred at 34 degrees celsius. Based on this information, this event has been determined to not be a reportable malfunction. A service history review revealed no previous service events were related to the rite failure.

Event description:
During evaluation of the homechoice (hc) machine device, the (B)(4) laboratory determined that the hc machine system failed rite (returned instrument test/evaluation) testing due to the following failure: the heater bag temperature failed performance specification as the fluid delivered was out of specification. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.